Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 151 mg/dl. Customer clear the alarm by selecting rewind. Troubleshooting was performed. Customer stated that the insulin was not exited. The customer was advised that issue was resolved by changing reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a 5xx pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).